Manufacturer narrative:
The medical center discarded the pump at the time of explant. No benchtop analysis is possible to root cause of the ischemia. No imaging was shared of the native anatomy. Should more information be shared, the leads to the definitive root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical team had an impella cp support ongoing for 1 week for a patient admitted in heart failure. The impella was inserted via the right femoral artery. During the support the right leg was watched and evaluated due to difficulty finding distal pulses and limb pain. At the time of explant vascular surgery sutured the site, performed thrombectomy to the iliac and placed a drain. At that time pulses were again present.